Event description:
It was reported that a patient underwent a wrist debridement and suturing procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for wrist debridement and suturing surgery. Changed another one to continue the surgery, the problem of pulling off suture needle happened in surgery. Total 2 products occurred needle pull off issue. Changed another one to complete the surgery. There is no report on patient's injury. There will return 0 actual products and 32 representative samples for analysis. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/15/2025. H6 component code: g07002: pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: it was reported that the problem of pulling off suture needle happened in surgery, when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to ethicon suzhou for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received 31 unopened samples and one opened sample pertain to the product code pull off - suture needle. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. In addition, the one opened sample was inspected and no defect was found the the swage and attachment, the suture could be dispensed without problem, no functional could be performed to this sample due to the suture is absorbable and it had been exposed to air. Additionally, photo was provided and it showed the separation of needle and suture strand during a surgery. A functional test was performed using an instron equipment to the thirteen unopened samples and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.